Event description:
Patient on 46hr continuous chemotherapy infusion via cadd infusion pump interrupted by an alarm indicating an issue with "tubing." Patient states the incident started the first night and he called the 800# for infusystem. Patient was told by infusystem that they couldn't resolve the issue and patient was instructed to contact the doctor on call. The on call doctor advised patient to come to cancer center next day. Next morning, patient was given a replacement pump and the remaining chemotherapy infused until the following day, as programmed. The patient self-disconnected from the pump as previously taught and returned the replacement pump to the cancer center that morning.